Manufacturer narrative:
Analysis of the implantable infusion pump (s/n#: (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl at 725 mcg/day and bupivacaine via an implanted pump. The concentration of the fentanyl and bupivacaine and the dose of the bupivacaine were unknown by the reporter. On (B)(6) 2020 it was reported that the pump motor stalled on (B)(6) 2020. The patient had not recently had an MRI. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.